Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was admitted into the hospital two days later. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. The patient was discharged from the hospital ten days after being admitted. It was reported that the patient was discontinuing pd therapy and was changing to hemodialysis. The patient was recovering from this peritonitis event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12e03041, h12f06075 and h12g11099. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as no sample was available for evaluation. Therefore the cause could not be determined.